Event description:
It was reported a patient's right ventricular (rv) lead presented with failure to capture due to lead dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2025. The patient status was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.